Manufacturer narrative:
The manufacturer was previously contacted in reference to an allegation of a death of a patient. It is not yet clear if the device caused or contributed to the death of the patient. There is no allegation of product malfunction. Medical intervention was not specified. The device was returned to the third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles. Additionally, the service technician found dust and noted error codes e053 (err_comp_log_sem_timeout), e062(stuck_ramp_key), e063(err_stuck_knob_key) and e065(err_stuck_encoder_a). Lastly, the device was scrapped after evaluation was completed. Section g and h have been updated or corrected in this follow-up report.

Event description:
The manufacturer was contacted in reference to an allegation of a death of a patient. It is not yet clear if the device caused or contributed to the death of the patient. There is no allegation of product malfunction. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.